Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experiencing unexplained high blood glucose levels. Customer stated that he woke up on the morning of the call with a blood glucose level of 400 mg/dl. Blood glucose level at the time of the call was 259 mg/dl. Troubleshooting did not show any malfunction of the insulin pump, and the customer was advised to consult his doctor. The customer will not return the device for analysis.